Event description:
Patient presented in clinic with hip pain. Surgeon explanted uni-polar head and sleeve, then implanted psl cup, 36 zero degree x3 liner, and c-taper plus 5 metal head.

Manufacturer narrative:
The other device listed in this report was a unitrax c-taper sleeve +5mm, catalog # 6942-7-075, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented in clinic with hip pain. Surgeon explanted uni-polar head and sleeve, then implanted psl cup, 36 zero degree x3 liner, and c-taper plus 5 metal head.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.